Event description:
It was reported that the patient with this pacemaker system was hospitalized. Upon reviewing device functioning, there were no pacing markers visible. Technical services (ts) was contacted and recommended follow up. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
This report is being submitted to correct the adverse event/product problem (b1) and outcomes attrib to adv event (b2) in section b. Adverse event/product prob and the type of reportable event (h1) in section h. Device manufacturers only. The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this pacemaker system was hospitalized. Upon reviewing device functioning, there were no pacing markers visible. Technical services (ts) was contacted and recommended follow up. This rv lead remains in service. No adverse patient effects were reported.